Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. Customers blood glucose was in the 255mg/dl.